Manufacturer narrative:
Investigation is ongoing.

Event description:
A report was received by the edwards implant patient registry that this patient expired 2 days post procedure. Per medical records received, 2 days post successful implantation of a 29mm sapien 3 valve in the mitral position via transseptal approach, the valve embolized into the left atrium. Although the valve appeared well seated at the time of implantation, there was moderate to severe paravalvular leak seen on the spectral doppler, but which appeared as trace paravalvular leak on the color doppler. The patient passed away post transcatheter mitral valve replacement from respiratory distress and cardiogenic shock, after being placed on comfort care.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for paravalvular leak and valve embolization in atrium were confirmed based on the medical report. Due to the unavailability of the device or relevant imagery, further analysis was unable to be performed; therefore, the presence of manufacturing nonconformance could not be determined. However, a review of the device lot history, complaint history and DHR did not reveal any indication that a manufacturing non-conformance contributed to the complaint. It should be noted that the thv was implanted in native mitral position with mitral annular calcification (mac) for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical and transcatheter bioprosthesis aortic valve, surgical bioprosthesis mitral valve and native mitral valve with an annular plasty ring replacement only. So, it was considered an off-label operation. Implanting valve in native mitral position with mitral annular calcification (mac) using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use as of 2022. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. In this case, the thv was implanted in the native mitral annulus, which is non-circular in shape. In combination with the mitral annular calcification (mac), deployment of the circular thv in a non-circular landing zone can create irregular contact between the thv and landing zone, forming an improper seal leading to paravalvular leak as reported. As such, available information suggests that patient (non-circular mitral annulus with mac) and/or procedural factors (off-label operation) may have contributed to the paravalvular leak. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. While the patient had a severe mac, the distribution of the annular calcification (focal vs circumferential) was unknown. Non-circumferential annular calcification provides less support which may impact the stability of the deployed valve overtime. In addition, the asymmetrical conformation of mitral annulus (d-shape/non-circular) does not consent to achieve uniformly radial force, increasing the risk of embolization. In this case, it is likely that the forces acting on the implanted valve overcame the strength of thv attachment, resulting in aortic embolization as reported. As such, available information suggests that patient (non-circular mitral annulus with mac) and/or procedural factors (off-label operation) may have contributed to the valve embolization. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.